Manufacturer narrative:
The hill-rom technical support representative advised the account to check the utv power control board output at pins 30 and 31 when alarm was active to check continuity. The account replaced the utv board, but the issue remained. The technical support representative suggested that the account check the power supply board for signs of fluid ingress. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit (ppm) was not alarming at the nurse's station. The bed was located at the account. There was no patient/user injury reported. (B)(4).